Manufacturer narrative:
Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open green (+3.3v) wire in the trunk cable. The root cause for the open wire was excessive force. There was no death or adverse event associated with the belt malfunction. The reported problem (gelled belt) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging the yellow gel fire wire in the cable the root cause for the strained cable was excessive force. There was no death or adverse event associated with the belt malfunction.

Event description:
03/18/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 10/31/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned an electrode belt for an unrelated reason, and upon investigation the belt failed incoming functionality testing.